Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s), for the device related to the reported event of rupture was requested on april 09, 2024. It is not possible, to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/19/2024.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.